Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Some of the samples utilized in the study were from patients with a symptom onset >14 days. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false negative sars result for 1 patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The facility collected the samples in remel m4 and m6 media and the days post onset of symptoms is unknown. 2 different lot numbers were provided, it is unknown which was used in this event. The result was a part of an evaluation study with the hospital group that occurred over the course of multiple weeks.